Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 300 units of insulin. Blood glucose level was 489 mg/dl. At the time of the reported event, insulin gauge displayed 170 units.